Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had soreness at the incision site. Additional information received the on april 14, 2017 reported the patient had some pain at the incision site when they ¿tried to wipe¿ and that the wire may have moved. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.